Manufacturer narrative:
On 7/1/2019, mentor became aware that this event was reported to FDA via medwatch number: mw5087285. Hence, reporter sent to the FDA has been updated to "yes". On 7/1/2019, mentor also became aware that the patient reported that she had a sloshing sound in her right breast a couple days before deflation and then she noticed a visible flattening of her breast over the course of the next couple of days. This occurred in (B)(6) 2018ish. She also reported that she believes her surgeon kept her same implants from her previous surgery in 2004 when she was 20 when he revised in 2014 because he did not provide card with serial #s like he did the first time around. The patient said she discarded the first card as she thought it was no longer needed as she had a revision procedure. The patient has not yet undergone explantation due to financial constraints. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: as of now there is no information regarding the explant or reoperation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent revision breast augmentation with a unknown size unknown saline implant and was presented with right side deflation confirmed by physician on (B)(6) 2019. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.